Event description:
The facility reported a flogard infusion pump "requesting their repair". It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4) the customer reported problem of a flogard infusion ?requesting repairs? Was confirmed by quality engineering as the f_94 alarm because it would be the most apparent failure experienced by the customer. Service determined that the cause was due to damaged main batteries, which were replaced onsite at the facility by a baxter field service technician to resolve the issue.